Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that after opening the packaging and flushing the product, the coil (subject device) was suspected to be broken. The coil was not used and replaced with a spare one. There was no patient impact.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed; review and analysis of all available information failed to indicate an assignable cause or probable assignable cause for the reported event. Based on the information available the exact cause for the reported event cannot be determined.

Event description:
It was reported that after opening the packaging and flushing the product, the coil (subject device) was suspected to be broken. The coil was not used and replaced with a spare one. There was no patient impact.